Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen (2000mcg/ml at 1213.5mcg/day) via an implantable pump. The indications for use was unknown. It was reported that the patient experienced symptom return and therapy not working the same. A dye study was attempted, but aspiration was not successful, so the dye test could not be performed. Oral medication was given to the patient. The issue was not resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780 (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2016; brand name: ascenda; product ID: 8784 (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2016, product type catheter, product ID 8784, lot# serial# (B)(6), implanted: (B)(6) 2023, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. It was reported that the patient was not receiving adequate treatment. The managing provider had adjusted dosage up to 1455.1mcg/day and the reservoir was emptying as expected. The pump pocket was opened in (B)(6) 2024 after an unsuccessful catheter access port (cap) study. There was no visual catheter issue. They were able to aspirate in the operating room and push dye. The dye was seen under fluoro at the catheter tip. It was unknown if the issue was resolved.